Event description:
This is report 1 of 2 for the same event. It was reported that during pre-surgery testing, it was observed that the motor device was running intermittently and displayed an e8 error code while in use with the hand control device. There were no delays in the surgical procedure as identical spare devices were available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a failed thermistor and an electrical pin pushed in. It was determined that the thermistor failed because the electrical pin was pushed back in the connector which was a result of the connector not being properly aligned and forced into the female connector when plugging it into console and pushing in the pin. This was what caused the device to display e8 error code and to run intermittently. Therefore, the reported conditions were confirmed. The assignable root cause was determined to be due to component damage due to user error, abuse and possibly misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.